Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the subject device does not recognize the image from the camera. The user replaced the subject device to another device and performed the procedure. The user facility replaced the subject device to another device. In the evaluation of olympus (B)(4) the following was confirmed, the subject device doesn't recognize analog camera heads. The electrical board is defective. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, 4 years have passed since the device was delivered, and if the frequency of use was high, it is presumed that the parts on the board deteriorated over time due to repeated use, and that the electrical board failed, or that the parts on the board failed accidentally and the electrical board failed. The electrical board detects the scope/camera head connected to the video connector receiver. It is assumed that the scope/camera head could not be detected due to a failure.